Event description:
The bronchovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the connecting tube has coating peeling (1mmsq or more). There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and the connecting tube has coating peeling (1mm2 or more), due to a cut on bending section cover, water tightness is lost, due to deformation of electrical connector, water tightness is lost, the light guide lens has a chip, the distal end, the control unit, the grip, the universal cord all has a scratch, and low angle was noted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied to insertion section during user handling. And caused the coating to peel. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.